Event description:
A malfunction alarm, indicated by malfunction code 12, was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in successfully resetting the pump, as the fault did not recur post-reset. The customer was advised to continue using the pump and to reach out if the malfunction alarm reappears.